Manufacturer narrative:
Internal file number (B)(4). Correction: manufacturing site changed from temecula to costa rica. Evaluation summary: visual analysis was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that may have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. An unspecified trek balloon dilatation catheter broke at the proximal shaft. The patient was successfully treated with another device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.